Event description:
The customer reported the unit locked up in middle of case. No patient injuries were reported.

Manufacturer narrative:
The customer biomed reseated connectors and machine worked. Case was completed, then they called the ge service rep. The system operates as intended.